Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported that a customer had a blood glucose level of 410 mg/dl, which was treated with manual injections. Customer's blood glucose level came down to 360 mg/dl. The insulin pump was not replaced or returned for analysis.